Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits very mild devitrification at the output window; the fiber is broken within the outer flow tubing 2 ½ inches forward of control knob, between control knob and distal tip; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the white tubing does not exhibit signs of melting at the break. Fiber card analysis: 88,480 joules; the fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that at 95,000 joules while using the surgical fiber during a prostate procedure, the clear part of the fiber (that says green light) was bent and broke while doctor was lasing. The fiber was replaced and the procedure was completed using a second surgical fiber at 146,794 joules of use. Patient outcome: "no injury." There was no patient injury reported.